Manufacturer narrative:
18-sep-2020: product investigation results: no failure could be identified as a result of the investigation.

Event description:
Pieces of string left inside body, vagina, foreign body in reproductive tract. The cotton strings sew-in up the middle comes off leaving it detached from the tampon device breakage. Case description: consumer contacted via e-mail and stated that the cotton strings sew-in up the middle comes off leaving it detached from the tampon. No serious injury was reported.